Manufacturer narrative:
Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Event description:
The customer reported via phone call that their insulin pump received insulin pump error. The customer¿s blood glucose level was unknown. Customer stated that battery cap connector has turned loose, unable to turn on pump. The customer was unable to clear the alarm. Customer was advised the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.